Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a gastrectomy procedure, the staples would not hold the staple line of the duodenum's stump re-opened itself. The surgeon made a manual suture on the duodenal stump before he removed it. There was no pt consequence.